Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. These were identified during an unspecified process step and were noted when the bags ¿came from the IV (intravenous) room¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to: expiration date and: unique identifier (UDI) #), device manufactured between june 23, 2018 to june 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.